Manufacturer narrative:
(B)(4).

Event description:
I woke up, I wanted to drink water and I took a drink from my cup which after choke it [choking]. I had dry mouth and throat. [Dry mouth]. I had dry mouth and throat. [Dry throat]. I felt like there is lump of mucus at the bottom of my throat. [Throat secretion increased]. I woke up this morning, I didn't feeling good. [Unwell]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip (unspecified zinc free variant) at an unknown dose and frequency. On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced choking (serious criteria gsk medically significant), dry mouth, dry throat, throat secretion increased and unwell. The action taken with super poligrip (unspecified zinc free variant) was unknown. On an unknown date, the outcome of the choking, dry mouth, dry throat, throat secretion increased and unwell were unknown. It was unknown if the reporter considered the choking, dry mouth, dry throat, throat secretion increased and unwell to be related to super poligrip (unspecified zinc free variant). Additional information: adverse event information was received on 03 july 2019 via call. Consumer stated, "I have been using it for a long time and I am having general problems. I am going from 1 dentist to another. In the mean time, today when I woke up this morning I didn't feeling good. I tried to sleep on my side and I had dry mouth and throat. I woke up I wanted to drink water and I took a drink from my cup which after choke it and I felt like there is lump of mucus at the bottom of my throat. I may have inhaled the water. I don't know. But I still feel as if I have mucus on the bottom of my throat could it be from the excess adhesive".